Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information was obtained from the field representative indicating that the lead dislodged out of the coronary sinus and it was observed that the lv lead pacing was capturing the right ventricle. A fluoroscopy image was obtained prior to the procedure that confirmed the lead dislodgement. The physician attempted to explant the lead, however, as tension was applied, the ra lead moved with the lv lead. It was noted that there was possible adhesion of the leads. The physician opted to surgically abandon the lv lead. No additional adverse patient effects were reported.